Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump got wet and the buttons were not working, after customer went into a pool with the device on. Customer's blood glucose was 180 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was unable to verify unresponsive buttons due to blank display. However, light moisture noted at keypad traces. The insulin pump was unable to verify battery out limit alarm due to blank display. The insulin pump was received with corroded motor home switch. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.